Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the distal of the stent strut was lifted. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus element mr ous 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. No issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.   Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the distal of the stent strut was lifted. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.